Event description:
The physician attempted arteriotomy closure with the closer tsl6 fr. Device. The device was inserted, the foot deployed and the plunger lowered to engage the needles. The physician encountered resistance when he attempted to remove the plunger. The sutures broke off the needles and cuffs. The physician parked the foot and twisted the device until the sutures were no longer threaded through the arteriotomy. The device was removed and a second device was inserted with similar results. A third device could not be inserted and closure was finally achieved with a fourth device. The pt recovered without further incident.